Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. There was a technical finding of error code present. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.